Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: (B)(6). Block e1: distributors name: (B)(4). Block h6: medical device code a150103 captures the reportable event of bands prematurely deployment. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only one handle assembly was returned for analysis. It was also noticed that the trip wire was not secured in the handle slot and the slack was not taken up correctly. The ligator head was not returned. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage was observed to the handle assembly and no other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured, and the slack was not taken up correctly as mentioned in the IFU. This condition could have affected the overall performance of the device causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications. Block h11: correction to block g2 (report source).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a ligation procedure performed on (B)(6) 2021. During the procedure, the band failed to deploy one by one. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a ligation procedure performed on (B)(6) 2021. During the procedure, the band failed to deploy one by one. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.